Event description:
A medline custom pack was received with a hair found on the needle counter red box. This was discovered during set up and was replaced prior to procedure. No harm came to the patient and the procedure was completed as planned. Per site reporter: medline is investigating on going custom pack contamination. All samples are being collected for analysis.